Event description:
The device was used during an unspecified bypass procedure. Reportedly, the staples did not form properly and the staple line leaked. The surgeon manually sutured to complete the procedure. The hospital has reported no pt injury occurred.